Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant products: 00875101436, it xlpe liner neutral 36 mm, 62172537. 00877503602, bioloxâ® delta ceramic femoral head, 2678805. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2017 - 08524. Product location unknown.

Event description:
It was reported that the patient had a revision procedure one year post-implantation due to multiple dislocations and chronic iliopsoas tendonitis. Operative notes noted some metallosis and stained soft tissue. The head was tapped off, and it was noted to be scratched which was consistent with the dislocations. The femoral neck was also removed as well as the liner. Attempts to obtain additional information have been made; however, no more is available.